Manufacturer narrative:
Additional information provided in b.2., b.5., b.6., b.7., d.1., d.2., d.4., d.10., e.4. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that when lens was injected the trailing haptic was stuck to the injecting device and was unable to be separated. Upon attempt to removal of haptic there was temporal iris damage and prolapse. Surgeon removed the lens by cutting the cornea and placed same model lens in the bag and suture to cornea. The patient had corneal edema and iris tids. The light sensitivity was improved but not completely resolved. Corneal edema has resolved. Permanent tids, vision likely to improve with artificial tears due to dry eye and with glasses.

Event description:
A consumer reported that during the intraocular lens (iol) implant procedure, the surgeon said that there was something wrong with the injector. He had to cut to get the injector out and use another lens to complete the surgery. The patient experienced lot of pain during and after the procedure. The patient also had suture. The patient vision was still blurry and slowly healing. The patient was under treatment the steroids. The patient had lupus and it got flared up. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).